Event description:
Opened box of chemo plus powdered latex exam gloves and got ready to mix cytox and injection. The fingers of the gloves are open and full of holes. These are supposed to protect from chemotherapy drug exposure. False security, bad batch, faulty product. Called sage products and was told to call kendall co and was told had no way to take a product problem complaint. Told rptr to call supplier for a credit and replacement.